Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for non-sustained ventricular tachycardia episodes and sensing integrity counter (sic) counts. It was also noted that there was noise and insulation damage. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The overlay tubing of the lead was extrinsically breached due to melting. If information is provided in the future, a supplemental report will be issued.